Event description:
The patient reported having pain near her heart, where her device is implanted. She has not been seen by a hcp since implant. A hcp from the doctor's office stated the patient had called regarding chest pains having to do with her medication. There is a follow-up scheduled for (B) (4) 2010. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.